Manufacturer narrative:
March 01, 2013. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the us; however, it is similar to reply dr of sr models approved under (B)(4). Analysis is pending.

Event description:
Subject pacemaker was implanted in 2009. During penultimate follow-up ((B)(6) 2012) normal pacemaker behavior was reportedly confirmed. However, on (B)(6) 2013, it was possible to interrogate the device and the programmer displayed an error message. Consequently, a complete reset of the pacemaker has been recommended. After that procedure, the interrogation was still not successful; the device was explanted. Because preliminary analysis showed non-physiological signals in both cavities in recorded episodes, specific check of the leads were also recommended prior to the re-intervention.